Manufacturer narrative:
The RMA was authorized for the sensor but it was not received, therefore, no further investigation can be performed at this time.

Manufacturer narrative:
The manufacturer is currently performing an investigation ,and will provide the results with the supplemental report.

Event description:
On october 19th 2020, senseonics was made aware of an incident where user complaints of difference in calibrations, and sensor readings, which leads to early sensor removal.